Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon remote transmission via merlin.net, inappropriate non-sustained rv oversensing was observed. Review of session records revealed true atrial undersensing leading to competitive atrial pacing with associated r-waves falling into the ventricular blanking period. This caused competitive ventricular pacing resulting in an inappropriate ventricular oversensing alert. Programming changes were made. There were no adverse events and the patient was fine.